Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using apidra insulin with the pump. Tandem customer technical support informed customer that apidra insulin is off-label per the user guide. Customer changed cartridge and infusion set to address the issue. The customer's blood glucose levels read ¿high.¿ customer addressed the issue by administering a correction injection via manual daily injections and did not require third-party assistance.